Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to positioning. Impending erosion and infection were noted. A malleable device was implanted. No other adverse patient effects were reported.

Event description:
Additional information received indicates that the malleable device used as a placeholder has been replaced with another device. There was no malfunction reported with the malleable device.